Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 8 photos were returned for investigation. No abnormality was observed from the returned photos. Sample evaluation: 1 used actual samples was returned for evaluation. The adaptor was subjected to catheter leak test. The investigation was not able to confirm what customer had experienced as no abnormality observed on the returned sample. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No DHR was performed as the lot number is unknown. H3 other text : see section h.10.

Event description:
It was reported that there were 5 occurrences where connector hub was damaged and leaked with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: drug leaked from the connection. The issue occurred several times on lot#: 8218966. (2 of 4) 2019-05-17 additional information. The three samples will be returned fro evaluation. Saline or glucose leaked from the connection with ex-tube.

Manufacturer narrative:
This complaint has been re-opened, after investigation completed a new device evaluation will be submitted. The following fields have been updated/changed with additional information received: b.5. Describe event or problem: it was reported that there were 5 occurrences where connector hub was damaged and leaked with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: drug leaked from the connection. The issue occurred several times on lot#8218966. (2 of 4). 2019-05-17 additional information. The three samples will be returned fro evaluation. Saline or glucose leaked from the connection with ex-tube. D.1. Medical device brand name: bd insyte¿ IV catheter, d.3. Medical device manufacturer: becton dickinson medical (singapore), d.4 medical device catalog #: 388424, d.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, d.4. Unique identifier (UDI) #: (B)(6), d.10. Device available for eval? 2019-05-31, g.2 manufacturing location: becton dickinson medical (singapore) and h.4. Device manufacture date: unknown.

Event description:
It was reported that there were 5 occurrences where connector hub was damaged and leaked with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: drug leaked from the connection. The issue occurred several times on lot#8218966. (2 of 4). 2019-05-17 additional information. The three samples will be returned fro evaluation. Saline or glucose leaked from the connection with ex-tube.

Event description:
It was reported that there were 5 occurrences where connector hub was damaged and leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: drug leaked from the connection. The issue occurred several times on lot#8218966. (2 of 4). 2019-05-17 additional information. The three samples will be returned fro evaluation. Saline or glucose leaked from the connection with ex-tube.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one used catheter/adapter assembly which was attached to an extension set and a syringe. Ten photos were also submitted for review. Through the visual/microscopic evaluation, the catheter/adapter assembly returned for this incident was not a bd insyte autoguard product. Based on the submitted photo the defect of leakage at the adapter tubing junction was not confirmed. One of the photos revealed a small amount of damage on the inside rim of the luer adapter however this was not sufficient evidence to confirm your reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 5 occurrences where connector hub was damaged and leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: drug leaked from the connection. The issue occurred several times on lot#8218966. (2 of 4). On 2019-05-17 additional information. The three samples will be returned fro evaluation. Saline or glucose leaked from the connection with ex-tube.